Event description:
Caller alleges discrepant results compared with the lab. Results as follows: date 09/2006, inratio: 6.9, lab:4.9; the same day, inratio: 7.3, lab: 4.9; 10/2006, inratio: 4.1, lab: 3.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date, 09/2006; inratio: 6.9, lab: 4.9, mean: 5.9, confidence limits, cannot be determined. On the same day, inratio: 7.3, lab: 4.9, mean: 6.1, confidence limits: cannot be determined; 10/2006, inratio: 4.1, lab: 3.3, mean: 3.7, confidence limits: 2.2-5.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first 2 sets of data, the confidence limits cannot be determined. Products will be tested.